Event description:
I received a letter from joan todd, dated 5/31/95, regarding a product problem with the 3m cold comfort instant cold pack. Today I called the party involved and found out that the incident is different than it appears in the report. Formula five drugs ordered cold comfort instant cold pack from 3m. They received a different product that we also sell, heat comfort hot packs, instead. Whether this was an ordering error on the drugstores part or on 3m's part I couldn't tell, however, the product was not mislabeled, they simply received the wrong item. They have since returned the mishipped goods and now have the correct prwoduct in their store for the customer who ordered it. I hope this explains the mix-up that occurred. If you have any questions please call me at 612/736-1031.